Event description:
It was reported that during surgery the height of the blade is no longer suitable and there is a non-functional spring. No harm or delay reported. No other adverse event was reported along with this event. During inspection it was found that the comb was damaged on the device.

Manufacturer narrative:
Review of the most recent repair record determined the bottom roll and comb were damaged, the ce mark was missing, and the head of the ratchet was damaged. The bottom roll, comb, the gear and some screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.